Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that the customer was in the hosp due to a broken hip. While in the hosp, the customer experienced a high blood glucose reading of 524 mg/dl. Nothing further was reported.